Event description:
Subsequently, boston scientific received information from the local representative that this patient will be scheduled for device replacement sometime in the near future.

Event description:
Boston scientific received information in early (B)(6) 2012 that this local representative contacted boston scientific's technical services (ts). The local representative was notified by the clinic nurse that this patient's device displayed a fault code#1003 during a routine follow-up. A memory upload was performed and was enroute to boston scientific for analysis. A disk was returned and review of device memory confirmed that a low voltage fault was declared on (B)(6) 2012 due to three daily voltages being below the threshold of 3.025 volts. Based on detailed disk analysis, it was determined that this device was malfunctioning. Ts discussed the results with the local representative and recommended that the device should be explanted.

Event description:
The device was explanted and is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
The event will be reopened following return of the device for laboratory testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The available evidence suggests that this device remains implanted at this time.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.